Event description:
On (B)(6) 2011 patient had been unwell and complaining of pain under her ribs. The device was vvi 40, rv output 3.5v @ 0.4ms. The threshold was 6.5v @ 1.0ms (max output) - unipolar and bipolar, however, diaphragmatic stimulation was also seen at this output. It is likely that the medtronic passive lead has moved. Prof owensby requested the patient to be admitted to wollongong hospital, referring her for both an x-ray and an echo. He is expecting to reposition the lead on his next available implant day, with the patient staying in wollongong hospital where she will be monitored by telemetry until this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).